Event description:
It was reported that the user experienced hypoglycemia overnight after receiving correction doses while using the ilet for three days and removed the insulin cartridge from the device during the event; the user self-treated with oral glucose tablets and received education on appropriate low glucose management and the risks of removing the cartridge. Symptoms included low blood glucose. Outcomes included urgent low glucose requiring immediate oral carbohydrate intake. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that user education on proper hypoglycemia treatment was provided and the event was addressed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.